Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing.

Event description:
Information was received from the healthcare provider (hcp) via return paperwork regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 740.1 mcg/day in flex dosing via an implanted pump for intractable spasticity and cerebral palsy. The pump was explanted on (B)(6) 2016 and returned. It was normal removal to avoid battery depletion. There were no issues. There was no patient injury and the patient recovered without sequela. A rotor study and dye study were not performed. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.